Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that during a laminectomy procedure, it was observed that the motor device seemed to lose power while in use with a bearing sleeve device and an attachment device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. However, it was reported that the same motor device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as 7/24/2012 and has been updated as 7/25/2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cutter disengages when running, the device would not secure the cutter properly and failed the safety assessment, runs in the load position, the pawls were won out causing the cutter to not secure, the pawl release and lock cylinder were damaged causing the failed safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was for the damaged pawls was consistent with normal wear over time and the issue with the lock cylinder and pawl release is consistent with trying to run the device in the load position or by pushing the disconnect sleeve while the device was running which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.